Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-50 serial # (B)(4) description: enhanced p3a lead. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient went to emergancy room due to pain and swelling at midline incision. The physician drained the fluid from the midline incision site. The patient is reportedly doing well and has no signs of infection.

Event description:
A report was received that the patient went to emergancy room due to pain and swelling at midline incision. The physician drained the fluid from the midline incision site. The patient is reportedly doing well and has no signs of infection.